Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was break in aseptic technique. On an unreported date, the patient began remedial therapy with amikacin (150mg, ip, stat), vancomycin (1gm, ip, stat) and cilanem (500mg, ip, three times a day), which was continued at this time. Dianeal therapy was ongoing. The peritonitis was resolving. The outcome for the event of break in aseptic technique was not reported. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.